Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that, after a tka surgery, on (B)(6) 2022 the patient underwent a revision surgery due to a loose femoral component. Additionally, two l-wedges, a 220 stem, and a constrained poly were removed. The current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the device/adequate clinical documentation to fully evaluate the complaint. Therefore, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Should any additional clinically relevant materials are later received, then the case for may be re-opened further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.